Event description:
Boston scientific received information from an out-of-service form that this device and lead system were explanted due to infection. There were no additional adverse events reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.